Event description:
It was reported that "the surgeon could not loosen the bipolar/unipolar trial from the trial head handle. He tried to loosen strongly, the screw of handle broke."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.